Manufacturer narrative:
This report was discovered to be a duplicate of pr (B)(4) submitted as MDR number 3030677-2024-01374. .

Event description:
It was reported to philips that the device had a low battery alarm. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.